Manufacturer narrative:
Additional information in h9:3016438761-10/31/23-002-c

Event description:
The customer observed that during configuration of a calibrator, when reading the qr code, the instrument entered concentrations other from those in the instructions for use. The customer was informed the concentrations must be entered manually. The customer was also unable to delete old quality control lots. The issue occurred on the alinity ci-series system control module (scm), scm01268. There was no impact to patient results or patient management.

Manufacturer narrative:
Further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where when the bar code of the calibrator carton is scanned for the alinity c-series, calibrator values are not updated from the default lot for calibrators with values that change from lot to lot. The issue has the potential to generate incorrect results. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on (B)(6) 2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed that during configuration of a calibrator, when reading the qr code, the instrument entered concentrations other from those in the instructions for use. The customer was informed the concentrations must be entered manually. The customer was also unable to delete old quality control lots. The issue occurred on the alinity ci-series system control module (scm), scm01268. There was no impact to patient results or patient management.